Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male pt, currently (B)(6), who received corega (super poligrip free denture adhesive cream) cream for dentures. A physician or other healthcare professional has not verified this report. On an unk date, the pt started corega (dental). At an unk time after starting corega, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with corega was continued. At the time of reporting, the event was unresolved. The pt would have been (B)(6) at the time he was diagnosed with neuropathy. Neuropathy was diagnosed approximately four years prior to reporting. Super poligrip free denture adhesive cream is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).